Event description:
It was reported to philips that there was an error in the shutters, impacting imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. No patient involvement was reported. No patient or user harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the log files found error messages about the system collimator, indicating that the "wedge" was stuck and the system needed a restart. The fse restarted the system. After the system was restarted, it was returned to use in good working order. The codes were updated based on the investigation outcome.